Manufacturer narrative:
As the product was not returned, we were unable to identify a definite root cause. We do not believe that there is any evidence of device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends. The cause of the event cannot be conclusively determined.

Event description:
(B)(6) male pt, had a coronary intervention performed on (B)(6) 2011. Following the intervention the right common femoral artery was closed using a 8fr angioseal. According to the cath lab report, the first angioseal kinked and a second device was used. Immediately following the second angioseal, a femostop was placed over the access site to control bleeding. Approx 1 week following the procedure, a CT angiogram was ordered because of pt complaints. CT images showed a subtotal occlusion in the common right femoral artery. Pt was brought to cath lab for an intervention of a rfa. Accessing the left groin the rfa was ballooned several times and the arterial flap was noticed causing limited blood flow down the right leg. Options were discussed with the pt and a stent was placed over the flap in the rfa vs. Surgical intervention. Post procedure angiogram show un-obstructed flow down the right leg.